Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study using the capsule with the same lot number. They used two different receivers and the patient mentioned that the receiver just shut off. The three capsules left from the same lot number were returned for investigation. There was no patient harm and a repeat procedure was performed.